Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a power issue with his one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on an unspecified time on (B)(6) 2012. He stated that he manages his diabetes with metformin and humulin n and r and due to the alleged issue on (B)(6) 2012 he continued taking his usual dose of medication. The patient claimed 2 days after the alleged issue started he felt shaky, nervous, dizzy, fainted, passed out and fell. He denied receiving any form of medical intervention in response to his symptoms. During the initial call with customer service, the agent noted that the patient was using the correct test strips, the batteries were not due for replacement and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the products involved with this case have been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter involved with this complaint failed testing. The meter was found to have defective esd chips u8 and u9. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.